Manufacturer narrative:
Block b3: exact date unknown, event occurred year 2023.

Event description:
It was reported that the implantable pulse generator (ipg) was difficult to charge. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.